Event description:
As reported, the patient had an initial left tka on (B)(6) 2016. The patient was revised on (B)(6) 2023 due to poly wear. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: femoral component cr, porous size 2.5, 02-010-04-0225 4182492. Fit tibial tray cemented size 2.5f/2.5t 02-012-45-2525 4333636. Three peg patella, 35mm 200-02-35 4458694. H7: z-0021-2022.

Manufacturer narrative:
H3: the reason for the revision cannot be confirmed from the information provided, but may be due to a combination of prosthesis wear as reported, patient conditions, or inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed as the devices were not available for evaluation.